Event description:
It was reported that during cage placement two aleutian torque limiting shafts and adjustable inserters disengaged from the implant causing incorrect placement of the implant. The inner shaft was then reinserted to reposition the cage, however, now the surgeon could no longer release the cage from the inserter. This record captures the second torque limiting inner shaft.

Event description:
It was reported that during cage placement two aleutian torque limiting shafts and adjustable inserters disengaged from the implant causing incorrect placement of the implant. The inner shaft was then reinserted to reposition the cage, however, now the surgeon could no longer release the cage from the inserter. This record captures the second torque limiting inner shaft.

Manufacturer narrative:
It was observed that the inserter had a bent tip where the implant threads and that the tip was extruded vertically when compared to a functional inserter. Functional inspection was performed, the device was not able to secure the implant properly on the threaded tip, the mechanism to adjust the angle was functional. The exact jamming event wasn't able to be replicated. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, no adverse trends were identified. Additional attempts were made to obtain more information, but no additional correspondence was received. The aleutian tlif ii surgical technique was reviewed and the following relevant information was identified: "the implant is inserted into the disc space in the 0° orientation for initial linear introduction. Using a mallet, the implant is advanced into the disc space. The collar on the inserter shaft can be rotated to adjust the incident angle between the inserter and the implant .adjusting the angle in a stepwise fashion during insertion can aid in advancing the implant into position along the anterior annulus . X-ray or fluoroscopy may be used during insertion to verify implant placement. Once the implant is properly positioned, the inner shaft can be reengaged with the inserter. The inserter is detached by rotating the thumbwheel on the proximal end counter-clockwise, at which point it can be removed from the wound. In the event that the implant must be removed, there is a removal tool included in the posterior lumbar disc preparation instruments set which can be used to extract the implant from the disc space". Based on the surgical technique and the possible risk associated according to the risk file it is likely the jamming was caused due to overtightening causing excess torque, the implant being held incorrectly during threading, or cantilevering during the tamping process causing damage to the tip.